Event description:
Customer alleged that pump delivered under during testing. Rate and dosage were 125 ml/hr and 10 ml.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests by +/-5%. Pump was calibrated to resolve the issue.